Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The examination of the raw-material testing certificates and the manufacturing papers for the device showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the ao, asif specification and within the international standard. The lot was manufactured according to our specifications. All devices were sold meanwhile and we are not aware of any quality problems or failures caused by a faulty product.

Event description:
It was reported that in the postoperative x ray image, both of the 2 hip screws were out of the hole and projecting forward. After the plate for reconstruction was inserted, the screw was fixed at the proximal static hole. However, the screw was not out of the hole. Finally, it was found to be inserted correctly. The doctor commented that the length of aiming arm nose seemed to be too long for him to handle well. As there was too much play between the aiming arm and the sleeve, the sleeve was pushed to the bone and the screws might have pushed out ahead. This is report 2 of 3 for file (B)(4).